Event description:
The pump reservoir volume was expected to be 2.3ml and the actual residual was 15ml. The patient had been experiencing withdrawal symptoms and increased pain. The hcp reported all programming was verified as correct.

Event description:
Additional information from the hcp reports the patient had been experiencing the increased pain levels since the last visit in 2006. The hcp emptied the pump and refilled it with preservative free normal saline at a simple continuous rate. The patient was also prescribed supplemental pain medication. The patient outcome was not reported.